Event description:
It was reported that during a supply change the cartridge leaked inside the pump, and after drying the pump and replacing with new supplies, insulin delivery was successfully resumed; the user was using an inset infusion set and the affected cartridge lot. Customer care provided support that included customer service troubleshooting and education. Investigation of this case revealed that the leak was resolved by replacing the cartridge and ensuring the pump interior was dry, with no further device malfunctions observed. No reported adverse effects during the event. Outcomes included restoration of insulin delivery without alerts or alarms and no medical intervention. It was concluded that the event was addressed through user re-insertion with new supplies and proper preparation, and the device continued to function as intended.